Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received prialt (25mcg/ml, running at minimum rate) in an implantable pump non-malignant pain and chronic low back pain. The patient went back for a second revision ((B)(6) 2016) and the first refill following the revision, the entire reservoir volume was aspirated. The pump event logs were normal. The hcp suspected a catheter kink. The patient was still receiving some relief. The issue began in (B)(6) 2016. The patient wanted to discontinue therapy at this point. The hcp planned on refilling with saline (1mg/ml, 0.006ml/day) and programming the pump to minimum rate mode. No further information was provided. Please refer to mfg. Report# 3004209178-2015-20146 for information pertaining to the patient's first pump revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.